Event description:
Hospitalized with high bg. Cause of hospitalized as per md was bad insulin. Customer changed customer's set and may have overtreated to correct customer's high bg. Unable to complete troubleshooting customer didn't have clamp. Instructed customer to monitor bg; call back for hp test when clamp arrives and explained 2 high bg rule.